Event description:
It was reported that the device had an "internal malfunction error". There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.